Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
It was reported that the patient received a blow/slap to the implant site and then experiencing strange noises and pain (date not reported). Reportedly, remapping attempts failed because of patient complaints of pain. The integrity test on 21-mar-2007 confirmed results were consistent with a normal receiver/stimulator function and electrode array damage. No further plans have been reported.